Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 322" was reproduced. A review of the event history log revealed "system error 322 (link switch error (low))" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the inoperable lower link switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) during process step of check-in after baxter repair in the biomedical service department. There was no patient involvement. No additional information is available.